Event description:
It was reported that a spectrum pump was alarming for a system error 105 at start up. There was no patient injury and the unit came from the facilities med. Oncology unit. No further information was provided. The pump will be returned to baxter for evaluation.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. A system error 105 was confirmed reproduced. The device did not perform within specifications. Further evaluation has determined that the system error was caused by a failed motor. As a result, the motor assembly has been replaced.